Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the post (B)(4) study. According to the complainant, on (B)(6) 2013 following the second bronchial thermoplasty treatment to the left lower lobe, the patient experienced exacerbated asthma with symptoms of pleuritic chest pain, chest tightness, productive cough, and a sore throat. The patient also experienced calf pain in the left calf after waking from anesthesia. The calf pain resolved by procedure discharge without any treatment. On (B)(6) 2013, the symptoms of asthma exacerbation worsened with increased chest pain and breathlessness. The patient was seen in the ER and was treated with naproxen, hydrocodone, tylenol and a z-pak for the pleuritic chest pain associated with the asthma exacerbation. No hospitalization was required. According to the complainant, the event of exacerbated asthma was considered resolved as of (B)(6) 2013. On (B)(6) 2013, the patient was reported to be doing well and is back to baseline. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 3.48, fev1 % predicted: 79.27, fvc: 6.08, fvc % predicted: 114.75. Post-bronchodilator: fev1: 3.99, fev1 % predicted: 90.89, fvc: 6.20, fvc % predicted: 116.98.

Manufacturer narrative:
(B)(6). (B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.